Manufacturer narrative:
Product analysis: it was confirmed that the analyzer was exhibiting loss of communication. The analyzer was sent to the contract manufacturer for repair and reallocation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during an implant procedure, the analyzer gave a message that it had shut down and a prompt to restart. It was noted that the patient was not being paced by the analyzer at the time of the shut down, as it occurred prior to lead analysis. The analyzer was swapped for another, and lead analysis was able to be completed without issue. The analyzer was returned for service. No patient complications have been reported as a result of this event.